Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of photographs provided by the customer showed the tubing was detached from the left cannula joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the tubing was pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. This product is intended to be used for a maximum of 7 days.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula disconnected from the interface during patient use and the patient desaturated to 81% spo2, the patient received alternative therapy while the interface was being replaced. No further patient consequences were reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula disconnected from the interface during patient use and the patient desaturated to 81% spo2, the patient received alternative therapy while the interface was being replaced. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of photographs provided by the customer showed the tubing was detached from the left cannula joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the tubing was pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. This product is intended to be used for a maximum of 7 days.